Event description:
Failed polyethlene tibial component. Installed as a part of a total knee-left- implant. Arthroscopy revealed abnormal breakdown and failure of the tibial polyethlene component particularly on the medial side. Chronic effusion in the knee is secondary to polyethylene breakdown and osteolysis. Polyethlene insert was replaced and pt was discharged three days later with no problems.